Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon investigation of the reported event and the evaluation of the device, stryker determined that the device had powered off with an unknown cause. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
A third-party service provider evaluated the customer's device and verified the reported issue of the device powering off. This was observed through a review of the electronic records of the device. However, the power issue was not duplicated. The reported water damage could not be verified or duplicated. It was observed that one of the batteries had a cracked latch. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined, however, most likely the cause of the power issue was one or both batteries were not properly latched.